Manufacturer narrative:
In addition to the foreign material found in the nozzle, inspection and testing of the device confirmed the reported leak and found it was due to a pin hole in the bending section cover. The device evaluation also found the air/water cylinder and suction cylinder were discolored, and the connecting tube was buckling. Several of the device components had scratches and shaves, demonstrating wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported there was leakage from the distal end of the colonovideoscope. There was no report of patient or user harm due to the event. The device was sent to an olympus service center for evaluation. During inspection and testing of the device, the air/water nozzle was observed to be clogged with foreign material. This report is being submitted for the reportable malfunction identified during evaluation (nozzle clogged with foreign material).

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 13-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that foreign materials such as a piece of parts from peripheral device, body fluid, residues from used chemical agents clogged in nozzle due to inappropriate reprocessing after previous procedure. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): operation manual: preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "important information: please read before use: caution: do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual abnormalities may result. Reprocessing manual: precleaning the endoscope and accessories: warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Olympus will continue to monitor field performance for this device.